Manufacturer narrative:
Samples are li heparin with gel barriers centrifuged for 6 minutes at 4600 rpm. Samples were aliquoted and recentrifuged prior to repeat testing. Customer noted debris in the patient's sample. Qc was within the customer's established ranges. Customer performed a precision check after erroneous results and met specifications. Bci field service engineer (fse) was not dispatched for this event as the result is isolated to one (1) patient. Root cause is likely due to debris in patient's sample.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining troponin (accutni) result within the risk stratification range , generated by the access 2 immunoassay analyzer, for one (1) patient's sample. Repeat analysis of the sample generated result within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.